Manufacturer narrative:
(B)(4). The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment/slda. It was reported that this was a combination mitraclip procedure to treat mitral regurgitation (mr) and tricuspid regurgitation (tr) with a grade 4. One xtw clip was successfully deployed, reducing mr. Then a second xtw clip delivery system (cds) was advanced to the tricuspid valve for off-label use, and the clip was deployed. However, the clip became detached from the anterior leaflet, and remained attached to the septal leaflet (single leaflet device attachment/slda). Additional treatment was not performed. One clip was implanted, and tr is 4. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of lot-specific similar complaints revealed no indication of a lot-specific product quality issue. It should also be noted that per the mitraclip system instructions for use, states: ¿the mitraclip¿ g4 system is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation (mr). Based on the available information, the reported single leaflet device attachment/slda appears to be due to the off-label use. The reported off-label use was due to the mitraclip device being used on the tricuspid valve which appears to have contributed to the reported slda. The reported tricuspid regurgitation (tr) appears to be a cascading event of the slda. There is no indication of a product issue with respect to manufacture, design, or labeling.